Event description:
It was reported that there was an infection at the site of their implantable neurostimulator (ins). The contacted the hospital because they could see the ins and that the ¿scar¿ was open and the site infected. Diagnosis included examination of the patient on (B)(6) 2014. Etiology of the issue reported that it was related to the ins and the procedure. Actions as a result of the issue included an unscheduled clinic/office visit, urgent care visit, emergency room visit, and in-patient hospitalization. A surgical intervention was performed and the ins was explanted. The extension component was also explanted as a precaution because it was connected to the ins (but was not related to the infection). The outcome of the event was reported as resolved without sequelae (as of (B)(6) 2014). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report #3004209178-2015-13043 for concomitant ins system information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resulted in a life-threating illness or injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the previously explanted implantable neurostimulator (ins) and extension on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 338728, lot# b0892475k, implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 1996, product type: lead. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. (B)(4).